Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated the hc alarmed clb in prime. The hp disconnected the solution bags and reconnected them to the cassette. The baxter technical service representative (tsr) informed the hp to never disconnect the solution bags and reconnect them. The tsr informed the hp to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.